Event description:
This lead was explanted and replaced due to high shock impedances of greater than 150 ohms. The rv lead atrium terminal pin would not fit into the header of the device, so the reading was high. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 49 cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal part including the yoke and the connectors was not returned. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed several explantation damages. Cuts in the insulation were found. The svc shock coil was found deformed and the lead body was severely stretched in this area. Furthermore the conductor cable to the svc shock coil was found pulled ou of the svc shock coil. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported high shock impedances. As the mentioned connector pin was not available for analysis, a root cause investigation of this part was not feasible. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.